Event description:
It was reported that during a percutaneous transluminal cornorary angioplasty/stent procedure, following deployment of the duet in a previously totally occluded vessel, a proximal acute thrombus was visualized. Reopro was administered & another co's stent was placed within the duet to treat the thrombus. Resistance was encountered upon removal of the stent delivery system. Reportedly no pt injury occurred.